Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced syncope which was associated with an arrhythmia. Anti-tachycardia pacing (atp) was delivered but failed to convert and the rhythm subsequently self-converted. There was also noise present on the atrial channel that was not oversensed. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 impact codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced syncope which was associated with an arrhythmia. Anti-tachycardia pacing (atp) was delivered but failed to convert and the rhythm subsequently self-converted. There was also noise present on the atrial channel that was not oversensed. This device remains in service. No additional adverse patient effects were reported.